Event description:
The patient was scheduled for a laparoscopic bilateral inguinal hernia repair with mesh placement. The surgeon introduced the auto suture locking trocar and when she attempted to lock the device in place the "anchors" broke rendering the device inoperable. A second device (same lot number) was attempted, but resulted in the same defect. A third device was opened, introduced and was successfully deployed at which point the surgery proceeded as planned. The staff removed all of the devices that remained that were of the same lot.

Manufacturer narrative:
Where is the device now? For type of device: laparoscope, general & plastic surgery.

Event description:
The patient was scheduled for a laparoscopic bilateral inguinal hernia repair with mesh placement. The surgeon introduced the auto suture locking trocar and when she attempted to lock the device in place the "anchors" broke rendering the device inoperable. A second device (same lot number) was attempted, but resulted in the same defect. A third device was opened, introduced and was successfully deployed at which point the surgery proceeded as planned. The staff removed all of the devices that remained that were of the same lot.